Event description:
It was reported that prior to a gynecological procedure, the connector on the motor drive unit was broken. The procedure was successfully performed with a different device with no adverse pt consequences.

Manufacturer narrative:
Damage to drive connector or coupling - conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.